Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the sidewall covers, the lower door cap and side wall switch of the gantry were damaged due to an external collision resulting in the reported issue. To restore functionality, the sidewall covers, lower door cap and side wall switch were replaced. The imaging system then passed the system checkout and was found to be fully functional. The sidewall covers were returned to the manufacturer for evaluation. Visual inspection found that the covers each had corners with scratches and missing pieces. The suspect lower door cap and side door switch have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the gantry door of the imaging system would not close properly. It was reported that the door would appear to be closed, but there were gaps discovered in the covers. It was reported that the open door message would not clear. There was a reported delay to the procedure of twenty minutes due to this issue.